Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted and had blood/body fluid (not obstructed), the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the tip electrode had a white substance, and there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead was displaced proximally. Interrogation revealed there was poor sensing and no capture from the lead. It was also noted that the lead had high thresholds and an apparent lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.